Event description:
A simplygo mini was returned to the manufacturer for service. There was no harm or injury reported, and neither was there indication of medical intervention or hospitalization. During the evaluation, the airside manifold and compressor were replaced. In addition, the sieve canister and the sieve o2 assembly were replaced. The patient requested the exterior be replaced; however, the service technician stated there was no noticeable damage, and it was determined unnecessary to replace the exterior - only external cleaning was performed. Concerning the allegation of "no breath alarm, it was not duplicated during the evaluation, and determined that there was no abnormality in the device. The unit has been deemed to be operating correctly.